Manufacturer narrative:
(B)(4). Date sent: 7/29/2021. D4: batch # u5f97a. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards, with the closing trigger and anvil in a closed position, and with one gst60w reload loaded on the device. The reload was received fully fire, with four unformed staples on the reload deck. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during liver surgery, when severing liver tissue on the second firing, after fired, noted some staples malformed . Accompany with could not open the jaw. Opened the jaw manually with big force. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be